Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a battery out limit alarm after getting out of the hospital. Customer's blood glucose was 347 mg/dl. Customer agreed that battery was out of inslin pump greater than 10 minutes. Customer declined troubleshooting or giving hospitalization information due to feeling very stressed.